Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was low illumination with both ports during a vitrectomy procedure. The procedure was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and replicated the reported event. The illumination output was checked with a power meter and was observed to be as low as 3-4 lumens. The xenon lamp was replaced. The light output was measured and found it to be within range. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).